Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 368 mg/dl, 118 mg/dl, 253 mg/dl, 104 mg/dl and 447 mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.